Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for chronic low back pain and spinal pain. The pump contained an unknown brand of morphine with a concentration of 50 mg/ml at a dose of 33.957 mg/day. It was reported an alarm was heard by the patient. The patient reported the alarm was occurring every 10 minutes. The hcp was going to call the patient back to see if she would like to come into the office to have the pump interrogated with logs to determine reasons for the alarm. No patient symptoms were reported. The patient¿s last refill was (B)(6) 2016, and early replacement indicator (eri) was 38 months. The hcp would maybe call back for assistance with obtaining log information. The hcp called back later that day and confirmed the alarm was a motor stall, and the patient had not had a magnetic resonance imaging (MRI) procedure. The pump was currently stalled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-feb-13. It was reported that the representative was assisting with a pump replacement on (B)(6) 2017. It was noted that the initial motor stall occurred on (B)(6) 2017 and that there had been intermittent motor stalls and motor stall recoveries. The pump had a motor stall recovery on (B)(6) 2017 and had been in that state since. It was noted that the dose was dropped to 9.992 mg/day and that the new pump would have morphine sulfate [25 mg/ml] ata dose of mg/day. Priming bolus scenarios for the new pump and system were discussed as well as sending the pump back for analysis and programming minimum rate mode for the old pump.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-apr-12. The rep needed the reference number for the event because they would be sending the pump back to the manufacturer for analysis. Additional information was received from the rep on 2017-apr-11. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017. It was reported that the pump was found to have stalled on (B)(6) 2017 for an unknown reason. The pump was turned down to basal rate. The patient was seen on (B)(6) 2017 and it was noted the patient had been having withdrawal symptoms. The pump had restarted on (B)(6) 2017 and the pump was turned up to one fourth of the original dose on (B)(6) 2017. The cause of the motor stall was not determined. It was indicated that the issues was ¿possibly¿ resolved. On (B)(6) 2017 further information was received from a consumer. It was stated that the pump was ¿bad¿ and had been verified by a representative on (B)(6) 2017. It was stated that the pump was stalling and the patient was having it taken out. It was noted that the pump was only placed in 2013. The patient had gone through withdrawal twice and did not know the dates of when she thought she went through withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.